Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 12.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that oversensing was noted on the rv lead. The lead was explanted and replaced. No adverse consequences due to this event were reported.